Event description:
It was reported that during the implant attempt, there were problems advancing the lead helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. Additional analysis revealed that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.